Manufacturer narrative:
Product event summary: analysis confirmed the reported event; several lines were missing in the lower display. Analysis also found the patient connectors were broken and the ring attachment was missing.

Event description:
It was reported the bottom menu screen is faulty. It was also reported the ring hangar, ring cover holder, and input/output gromet were broken. The external pulse generator was returned for service. There was no patient involvement.